Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was stented with a non-boston scientific (bsc) device, a 2.50mm x 15mm nc emerge was advanced for post dilation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no fragments left in the patient's body. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After the lesion was stented with a non-boston scientific (bsc) device, a 2.50mm x 15mm nc emerge was advanced for post dilation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no fragments left in the patient's body. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube and shaft kinks to the device. One shaft kink was severe. There was contrast in the inflation lumen and in the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device was inflated and deflated to rated burst pressure with no issue or irregularity. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.